Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). Refer to medwatch # 2032227-2015-48398.

Event description:
The customer's parent reported via telephone call that the customer had high blood glucose that was not corrected despite programmed boluses. The blood glucose went up to 230 mg/dl. No alarms were received. The drive support cap appeared normal and recessed. The parent found air bubbles in the reservoir and was assisted to prime them out. Insulin did exit with the manual prime and no leaks were observed. The parent declined further troubleshooting and was advised to change the set, reservoir and insulin and treat per a health care professional's instruction.